Manufacturer narrative:
Approximate age of device ¿ 2 years and 2 months. The device was returned for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced a red heart alarm while on battery power. The patient called the vad coordinator and was instructed to connect to the power module, and after the connection was made low flow was displayed on the monitor. The patient exchanged the system controller and the alarm continued. The patient was then transported by ems to the emergency department. The system controller was exchanged again without resolution. Another system controller (pocket controller) was connected and it displayed a message to connect the controller. It reportedly did not recognize the pump and gave a message to "insert the driveline". The vad coordinator then called the manufacturer, as the red heart alarm continued. It was reported that the pump was off and they were not able to restart the pump. The patient was reportedly stable at the time of the event and was talking on the phone. The cardiovascular surgeon made a decision to exchange the pump and the patient was emergently taken to the operating room (or) that day.

Manufacturer narrative:
The explanted pump was returned for evaluation. The report of pump stops and a potential percutaneous lead issue can be confirmed based on the evaluation of pump. The pump was returned with the percutaneous lead cut approximately 5 inches from the pump housing and the severed portion of the percutaneous lead was returned in 2 pieces. Continuity testing was performed on the two portions of the percutaneous lead, and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed from both portions of percutaneous lead and examination of the underlying wires revealed no anomalies. Electrical continuity testing of the pump-end portion of percutaneous lead did not reveal revealed continuity issues in the yellow and orange wire. The shielding and bionate were removed, and examination of the underlying wires revealed that the yellow and orange wires were completely fractured, adjacent to the nipple of the pump housing. The conductors of these wires were exposed. Examination of the remaining wires in these areas revealed marks consistent with abrasion. The fracture of the wires appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The yellow wire represents one of the two wires of phase 1, and the orange wire represents one of the two wires of phase 3. The fracture of the wires would have interrupted function as a result of a phase to phase short if the exposed conductors from both wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. The reported event also could have resulted from the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.